Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be corroded. The presence of corrosion in the sag head assembly is likely to cause or contribute to the handpiece overheating at the sag head.